Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. Troubleshooting did not identify a specific failure; however, because the customer can get suction with a combination of parts from the three spare part kits she has, it was determined that there was not an issue with the pump. Replacement tubing and a new spare parts kit were sent to the customer. Proper use/care/maintenance instructions were also provided to the customer and the problem parts were requested for return. In follow up with the customer on (B)(6) 2017, the customer indicated that on (B)(6) 2017, previous to the date of her report on (B)(6) 2017, she had an episode with clogged ducts and was diagnosed with, and treated for, mastitis. She also indicated that the current ((B)(6) 2017) clogged ducts were resolved. She indicated that she has tried the new parts and located and discontinued use of the ones that definitely didn¿t work. However, it seems that if the exact right parts aren¿t used with each other, suction issues can still happen. She has had to stop pumping and re-affix the parts on several occasions to restore adequate suction. On (B)(6) 2017, a complaint handler followed up again with the customer to see that her issue was resolved. She stated that it was and that she bought three new sets and she makes sure she always has an extra with her. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that her freestyle breast pump was having issues with suction and she has gotten clogged ducts. She indicated that she has three sets of spare parts and the rubber membranes do not stay in place, which creates an "extra air noise." Between the three sets, the customer is able to get at least one to work. She rinses the parts off and puts them in the fridge based on the advice of a lactation consultant.